Manufacturer narrative:
Insulin pump was received with e-01 error alarm during testing due to corroded/leaking c1 on mb.

Event description:
The customer reported via phone call that they experienced low blood glucose level as well as program safety alarm. Customer¿s blood glucose level was 42 mg/dl at the time of incident. The customer did not provide details regarding symptoms of their low blood glucose episodes. Troubleshooting was performed. The insulin pump will not be returned for analysis.